Event description:
Customer reported visiting the emergency room and being hospitalized due to a diabetes-related issue while using a pump and related supplies for insulin therapy on (B)(6) 2025. Blood glucose level was reported to be between 500-599 mg/dl with an unknown level of ketones. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. The customer attempted to resolve the issue by bolusing via the pump, which was functioning correctly. Treatment with IV and fluids of saline and insulin resolved the issue, and no permanent damage was identified. Customer was released from the hospital on (B)(6) 2025.